Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Zip code is not indicated at this time. The manufacturer internal reference number is (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, the lens had to be rotated in a second procedure. The patient was told that the lens was warped. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.